Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was heart attack. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer had two stents put in, and was about to be released, but she went into atrial fibrillation. Because of this, the customer remained at the hospital. The customer had a leg amputation because of a diabetic sore on her foot. She lost her right eyesight because of diabetes. Her last recorded blood glucose was 145 mg/dl on (B)(6) 2015. She was not wearing the insulin pump at the time of death. On (B)(6) 2015, the customer was told by the doctor that the insulin pump needed to be removed. The nurse administered manual injections of insulin. The customer did not use sensors and was not wearing one at the time of death. The caller does not want to return the insulin pump or any other supplies. He did not want to upload the insulin pump to carelink. He stated that he wants to leave it as is. Nothing further was reported.